Manufacturer narrative:
No 14687-15 product samples, videos or photographs were returned for investigation. A probable cause cannot be identified based on the information that has been provided. The device history record was reviewed and there were no non-conformances found that would have contributed to the reported complaint.

Manufacturer narrative:
The device is not available for evaluation. The investigation is pending.

Event description:
The event occurred on an unspecified date in february of 2025 involving a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. The customer reported that a chemotherapy infusion was initiated from IV piggyback, one minute after the nurse started the infusion, the pump peeped and read "proximal occlusion". The secondary line had disconnected from the primary line and was hanging from the IV pole next to the patient. The clave secondary port on the primary line was found to be depressed and the infusion would not run. The primary line needed to be replaced. There was patient involvement, unknown patient harm and unknown delay in therapy.